Event description:
Related to MFR report # 2183959-2012-00494. On (B)(6) 2008, the patient was implanted with an ams miniarc sling with the intention of treating her for pelvic organ prolapse and stress urinary incontinence. It was reported that the patient experienced serious bodily injuries, including pain, discomfort, irritation, pressure swelling, difficulty voiding urine, continued incontinence discharge, scarring infection, odor, and bleeding. On (B)(6) 2011, the patient had an "excision surgery" performed to "remove portions of the pelvic mesh products." It was reported that the patient "experienced significant mental and physical pain and suffering and has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.